Manufacturer narrative:
(B)(4). The sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3 / 6. The caregiver (cg) stated that the supply bag fell off the table and disconnected. The technical service representative (tsr) assisted to cycle power the hc machine and advised disposing of supplies. The home patient (hp) would go to bed and perform continuous ambulatory peritoneal dialysis (capd) in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to hp's son on (B)(6) 2010 regarding 2240 alarm due to bag disconnecting, it was confirmed that the hp did not have any injury or harm as a result of this incident. The hp's son confirmed that there were no defects observed on the supplies. A lot number was not available. Per hp's son, the hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated at this time.